Manufacturer narrative:
Additional field: b7, d6a, h6. Due to character limitation: concomitant products: gore vbx, terumo destination sheath, cook indy otw snare. The customer reported that the icast stent positioned in the internal iliac artery and the side branch of the zbis was deployed before the through-and-through catheter was removed. During removal of the dilator from the main device, the catheter became trapped behind the icast stent and subsequently snapped between the icast and the side branch. There was no harm or adverse event reported. Additional information received stated the following: "the preloaded zbis catheter became trapped- before you deploy the internal iliac stent, you have to pull not only the through and through wire, but the preloaded zbis catheter. That was left behind unbeknownst to me, and only the wire was pulled. Therefore, when you deploy the icast in the internal, the through and through was still sitting inside the branch of the zbis and became trapped. At that point, the case was completed, the device was removed, and a final angio was taken. Because it became trapped behind the stent but still inside the zbis side branch, there was no intervention performed." Based on the details provided it appears that there was an order of operations issue during the procedure that led to the icast covered stent becoming trapped in the through and through device. Due to the lack of the physical device or images from the procedure the complaint cannot be confirmed. There is no evidence that a device deficiency of the icast stent occurred or that the reported event was the fault of the icast covered stent. An ncr, CAPA and complaint review was not conducted as the details of the complaint confirm that there was no actual issue with the icast product. Based on the details provided the root cause is related to user error. The complaint was due to the physician unknowingly hadn't removed the through and through device.

Event description:
Unknown.

Manufacturer narrative:
Upon completion of the investigation into this event a follow-up report will be submitted.

Event description:
It was reported that the icast stent positioned in the internal iliac artery and the side branch of the zbis was deployed before the through-and-through catheter was removed. During removal of the dilator from the main device, the catheter became trapped behind the icast stent and subsequently snapped between the icast and the side branch. There was no harm or adverse event reported.